Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump got wet and the display is blank. The customer's blood glucose reading was 160 mg/dl at the time of incident. Troubleshooting found that the pump also alarmed button error and that troubleshooting was not able to be completed due to the blank display . Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.

Manufacturer narrative:
The pump powered up properly after battery installation. No blank display was noted. The pump was received with a button error alarm and had unresponsive buttons due to moisture damage on the keypad traces. Unable to perform the operating currents, self test, unexpected restart, rewind, basic occlusion, occlusion, prime, excessive no delivery or displacement tests due to the unresponsive buttons. No moisture damage was noted on the electronic assembly during visual inspection. The pump had minor scratches on the lcd window, a cracked lcd window, a cracked case at the display window corners, cracked battery tube threads, a cracked reservoir tube lip, a scratched reservoir tube window and a stained end cap sticker.